Event description:
It was reported that this right ventricular (rv) lead exhibited noisy atrial signals that was over-sensed, resulting in inappropriate shock therapy. The patient was subsequently hospitalized. The physician reprogrammed the device sensitivity, but shortly afterwards another inappropriate shock occurred. Boston scientific technical services were contacted where it was discussed an rv lead repositioning procedure may prevent further episodes of over-sensed noise and inappropriate therapy. The physician elected to surgically explant this rv lead and implanted a new lead to resolve the event. At this time, it is unknown if the rv lead will be returned for analysis. The patient was stable with no additional adverse consequences.